Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the evaluation, there was the possibility that this phenomenon was attributed to such as follows. The over current was flowed due to there was a fluctuation of the power supply voltage of the facility. The deterioration of the lamp because the user facility cycled the power of the subject device too many times. There was a malfunction on the lamp. The lamp deteriorated faster than usual due to the storage and usage environment of the lamp and/or the subject device.

Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation. Omsc checked the subject device and found that the reported issue could not duplicated. Also there was no abnormality on the exterior and the subject device functioned without problem. The exact cause has been under investigation, therefore the exact cause of the reported event cannot be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use of the subject device, the lamp was burned out. There was no report of patient injury associated with this event.